Manufacturer narrative:
The reported high impedance observed in the field was confirmed. Continuity testing of the extension verified all the wires in the lead body were fractured. The ends of the broken wires were close in proximity. This could have caused the erratic stimulation reported by the patient as the broken wires made unintended and intermittent contact. As the high impedance was observed, the broken wires are consistent with lead being subjected to an overstress condition while in vivo.

Manufacturer narrative:
(B)(6). Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-30801. It was reported that the patient experienced ineffective therapy following an accident. Diagnostics revealed high impedances on the right side. Reprogramming was unable to resolve the issue. In turn, surgical intervention took place on (B)(6) 2020, during which intra op testing showed high impedances on the extension. As such, the extension was explanted and replaced with a new extension addressing the issue. Reportedly, adequate therapy was stored post operatively. Note: it is unknown which extension was explanted. As such, both extensions are being reported.